Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was no longer alarming for low glucose alerts. The device failed the audio test. The device alarmed multiple pump error alarms during self-test. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The audio tones/beeps functioned properly. No unexpected pump error 33 alarm noted during testing. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.